Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to (B)(4) / medwatch #: 1828100-2018-00384.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the hemoglobin (hgb), hematocrit (hct), and venous oxygen saturation (svo2) values were inaccurate. As a result, they checked the venous blood gasses on the I-stat machine. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2018, the blood parameter unit (bpm) initialized and passed its color chip test without issue for a cpb procedure. While on bypass, after the first store recall for re-calibration, the perfusionist (ccp) noticed inaccurate numbers for hgb, hct, and svo2 when the ccp went into operate mode after the recalibration. The ccp attempted a store recall again, with the same result. The ccp did not recall the exact blood gas analyzer numbers, but stated that the corresponding numbers on the bpm were very questionable and inaccurate. The team opted to proceed without changing out the unit, and just followed the values by taking venous blood gasses periodically throughout the procedure. The ccp noticed that this same situation and result occurred on a previous case ((B)(6) 2018). This incident was captured on a related complaint. The incident did not delay the continuation of the surgical procedure, and there was no harm or blood loss associated with the event.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the blood parameter monitor (bpm) to operate as intended throughout the evaluation. The bpm set and held the on screen values steadily following an in-vivo adjustment performed after five minutes of operation. The resulting values were maintained with little change for three hours. Hemoglobin and hematocrit remained very close to the user specified values.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.